Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the spo2 measurement was inaccurately high. The long-time ICU patient was not seriously ill, but spo2 measurements were 5 percentage points or more compared to a competitor monitor. It was stated the philips fast spo2 on the philips monitor differs from a competitor monitor 1-4 percentage points and sometimes up to over 8-9 points. The patient the monitor displayed spo2 at 91% but the actual spo2 value was 84%; therefore, the patient was desaturating with no alarm being triggered on the philips monitor. In this case, the patient was also being monitored with the competitor monitor, which displayed the correct spo2 of 84%, so the staff was aware of the actual oxygen saturation. Additional information clarified there was no delay in care. Parallel monitoring was in place, so the staff responded and treated the patient appropriately. Based on this information, there was no harm to the patient due to parallel monitoring in place.